Event description:
It was reported that during use in an arthroscopy, the fast-fix was graduated in 18 mm, a cannula and suture were used, the t1 was anchored, the t2 was introduced and lowered but it did not anchor and stayed on the handle, it was tried again but it did not come down, t1 was removed. The procedure was completed with non-significant surgical delay and was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation of the device showed that it was returned in the original packaging with the batch number of the complaint on the label. The t1 was not returned. It has been cut away. The t2 is still on the suture but off the needle. The actuator is in the pre-t2 position. A functional evaluation of the device showed it cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factor that may have contributed to the reported event include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.